Manufacturer narrative:
An event regarding periprosthetic fracture involving an rejuvenate stem was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Hospital policy.

Event description:
Periprosthetic fracture. Removed existing rejuvenate stem. Replaced with restoration modular.